Event description:
It was reported that the patient previously presented in clinic after receiving a patient notifier alert for high pacing lead impedance. High pacing lead impedance value greater than the limit was observed on a merlin.net transmission so the patient has been asked to go to the clinic for a follow-up.